Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during an unspecified surgical procedure perclot was applied. After an unspecified amount of time, on a post operative imaging scan, an infection was found in the area where the perclot was applied. No further information was available at the time of this report.